Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. The disposable kit will not be returned as it has been discarded. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Analysis of the rbc detector signal output shows considerable fluctuation suggesting the presence of possible aggregates in the collect line (pre-pump inside the chamber) leading to disruption of the collection. Presence of aggregates may disturb the platelet bed in the lrs chamber and thus lead to inadvertent release of white cells into the product. A definite cause for the aggregates could not be derived from the dlog. Furthermore there is a relationship between high level contamination events (saturation) and donors with elevated body mass index (>30). In this case the bmi was close to this level (=29.4). A possible missed saturation event can therefore not completely be excluded either. Investigation evaluation and corrective actions are in process. A follow up report will be provided.